Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged unresponsive keypad/button error alarm found on (B)(6) 2021. Rewind fails due to receiving pump error 43 during rewind and self test fails due to receiving pump error 130 during self test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test due to rewind anomaly. No keypad anomalies noted during testing. No stuck button alarms noted during testing. Pump error 130 found in alarm history on (B)(6) 2022 at start time 8:38 am. The history download was successful using thump software. Verified pump error 43 in pump downloaded history on (B)(6) 2022 at start time 06:05:08.000. Verified stuck button alarm in pump downloaded history on (B)(6) 2021 at start time 20:37:14.000. All buttons were tested individually for their functionality; no damage to keypad traces however found moisture damage j1 connector on pcba 1 and keypad flex connector. Pump passes keypad voltage test. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage on motor assembly flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube) and pillowing keypad overlay. Unresponsive keypad was unconfirmed during functional testing, no stuck button alarms during testing. Pump error 43 and pump error 130 due to moisture damage on motor assembly flex connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated insulin pump had button error alarm. The keypad buttons were not responding. The pump was not exposed to high altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.